Manufacturer narrative:
Material #: 368640. Lot/batch #: 2084242. Bd had not received samples, but seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified foreign matter in tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer reported that a red fm was found inside the tube.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified foreign matter in tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer reported that a red fm was found inside the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.